Event description:
While removing the checkpoint for the acetabulum the checkpoint broke and a piece was retained in the acetabulum. This was seen under image intensification and was noted to be stable in the bone and outside of the joint. It was not touching any implants.